Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of unable to infuse is confirmed. One 15 cm trialysis catheter was returned for evaluation. An extension set was attached to the power injectable lumen. Blood residue was visible on the catheter and extension tubing. The catheter was flushed with water and resistance was noted on the arterial and venous lumens. No resistance was noted through the power-injectable lumen. Microscopic observation of the non-power injectable lumens revealed coagulated blood residue to be present within the lumens. The blood residue appeared to be the source of the resistance and occlusion. The product instructions for use (IFU) contains ¿post dialysis¿ maintenance instructions to flush and lock the lumens which may have prevented the reported issue. Since an occlusion was found on the returned sample, the complaint is confirmed.

Event description:
It was reported that the patient had the power trialysis implanted on august 30, 2021. On september 20, 2021, the a lumen was found to be occluded. There was no reported patient injury. No other information was provided.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the patient had the power trialysis implanted on (B)(6) 2021. On (B)(6) 2021, the a lumen was found to be occluded. There was no reported patient injury. No other information was provided.